Event description:
The customer reported the system would not display a usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found heavy corrosion on the power supply connector pins. No further repair information was reported.